Manufacturer narrative:
Follow-up # 1 ¿ (04/10/2015). The patient¿s meter has been returned on 3/18/2015 and evaluated by lifescan product analysis on 3/25/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. A DHR (device history record) was completed on 02/18/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips involved with this complaint passed testing. The test strips were evaluated and the primary complaint was not confirmed; in addition, secondary and tertiary issues was noted, the test strips were found to have results below range when tested with control solution and the returned test strip vial contained extra test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately high compared to her feelings and/or normal readings and compared to another device. The complaint was classified based on additional information obtained by the medical surveillance specialist after reviewing the call recording, since the patient was unable to be reached by phone for additional information. The patient reported that on (B)(6) 2014 around 5:00 pm, she developed symptoms of ¿shaking, could not concentrate, hands were sweating, and had difficulty communicating¿. During the call-recording the patient stated she associated her symptoms with a low blood glucose excursion. In response to these symptoms the patient claimed she tested her blood glucose with the subject meter and obtained what she felt were inaccurate high readings of ¿280 mg/dl¿ and ¿199 mg/dl¿. The patient also reported that the subject meter read inaccurately high compared to another device (onetouch ultra2), no exact values were given. The tests were performed within 30 minutes of each other. The patient also reported that the subject meter read inaccurately high compared to a doctor¿s meter, no exact values given. The tests were performed more than 30 minutes apart which exceeds lfs¿ criteria for a valid comparison. Despite associating her symptoms with a low blood glucose excursion, the patient reported taking 1 metformin pill immediately after testing based on the alleged inaccurate readings and claimed she became more ¿tired and dizzy¿ as a result. There was no mention of medical treatment/intervention received for a low blood glucose excursion. The patient claimed no other blood glucose tests were performed on any other device. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted the correct testing process was being followed and an approved sample site was used for testing. The csr however documented that the test strips had been stored improperly. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury, this complaint is being reported because the patient reportedly developed symptoms that could be indicative of severe hypoglycemia while using the product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.